Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. As a result, the patient¿s ipg was explanted and replaced. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient may undergo surgical intervention to address the issue.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure and an MRI where the ipg was not set to surgery mode or MRI mode. Further troubleshooting is pending.

Manufacturer narrative:
Date of event is estimated.